Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had inadequate stimulation despite reprogramming attempts. X-ray revealed that the lead had migrated. The patient underwent a revision procedure wherein the lead was relocated and two new leads were implanted. The patient was doing well postoperatively.